Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution administration set had leaked. An unknown chemotherapy agent had leaked from the lowest port during infusion. There is no report of patient/user adverse event in association with this event. No additional information was available.

Manufacturer narrative:
(B)(4). A batch review was performed and no issues were found during the manufacturing of this lot. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.